Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device and on the shell surface. Mentor product analysis lab¿s visual examination indicates the device appeared intact. No anomalies were discovered. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A root cause of the failure could not be determined. A manufacturing record evaluation (mre) was performed for the finished device number 6499487, and no non-conformances related to the reported complaint condition were identified. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent primary breast augmentation with mentor saline implants on (B)(6) 2012 was diagnosed with triple negative invasive ductal carcinoma of the left breast on (B)(6) 2018. The patient also reported breast asymmetry (right breast appearing smaller than left breast) that her physician said was related to her breast implant pocket. The patient underwent bilateral explantation and double mastectomies with 3 lymph node removals on (B)(6) 2018. The patient does have a family history of cancer, but no reported family history of breast cancer. The patient has not yet been tested for the brca1 or brca2 gene. The patient began chemotherapy on (B)(6) 2019 and is expected to be completed by (B)(6) 2019. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient had biopsy done on the left side on (B)(6) 2018. Mentor became aware that the patient was diagnosed with triple negative invasive ductal carcinoma (grade 3) of the left breast on (B)(6) 2018 via left breast 12 o clock uus guided core biopsy. Mentor also became aware that the patient underwent bilateral explantation and double mastectomies with left axillary sentinel lymph node removal (2) on (B)(6) 2018. The two lymph nodes returned negative for metastatic carcinoma, confirmed by pankertin staining. This medwatch form is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).